Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during an open hepatectomy the surgeon fired the device, the device stopped firing at 1.5 cm advanced. Replaced by another reload, the surgeon fired the device again; however, the device stopped firing at 2 cm advanced. When the sulu was released from tissue, bleeding slightly occurred. The vein was ligated by suture and the hepatic vein dissection was completed. Last patient's status: good. Operating time extended less than 30 min. No additional tissue resection or tissue damage. Nothing fell into the cavity.

Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was partially fired to the 3.5 cm cut line. The cartridge was removed to microscopically examine the knife blade. No damage was found. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was partially fired to the 3.5 cm cut line. The cartridge was removed to microscopically examine the knife blade. No damage was found. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time.